Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in retry mode. A technical support specialist (tss) reviewed the dispensing station and confirmed that the station was communicating properly with the system. The tss verified that the retry error no longer appeared, confirmed successful data uploads and downloads, and ensured that overall communication between the station and the application was functioning correctly and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was in retry mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.